Manufacturer narrative:
The rse evaluated the device remotely. It was determined that device showed ECG malfunction, and the operation inspection lead wire ECG test was failed. However, no repair was performed as the customer refused the service. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporter last name:(B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone:(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device alarmed ECG equipment failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.